Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer also reported that they would receive a button error alarm when pressing down arrow button. The customer's blood glucose was around 100 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent down button response due to flattened and creased dome. No button error alarms noted. The insulin pump had cracked case at the display window corners and cracked lcd window.